Event description:
A warning power-on-reset (por) condition was reported. The patient experienced increased bladder symptoms for a month prior to report. When she went to adjust stimulation with the patient programmer, she saw the por displayed and she was not able to adjust stimulation. The patient had been operated on 11 times and had another bladder surgery scheduled for (B)(6)-2012. The patient has had bladder slings and holes in her bladder. The reason for each of the 11 surgeries was not provided, and it was unknown if the procedures were related to the implantable neurostimulator (ins) or other conditions. The ins was too close to the surface of the skin, and the patient also had surgery to address that issue. Dates were provided regarding any of the surgical procedures. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28 lot# v466393 implanted: 2010-(B)(6) explanted: product typ lead; product ID 3037 (B)(4) product typ programmer, patient. (B)(4).